Manufacturer narrative:
On 15 february 2016 it was prepared a final report with the information already submitted in the initial report. On 23 february 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On (B)(6) 2015 the (B)(6) made the following comment while checking the x-ray: from the report, this case appears like an attempt by the surgeon to preserve the posterior cruciate ligament, which allows the replaced knee to have a more physiological kinematics. If the ligament is not strong enough the knee may turn into unstable, and in this case a simple operation of insert replacement was performed. It does not appear as an implant failure at all: standard inserts are not designed to give stability, rather to allow the knee to preserve its own movement pattern, if possible. Batch review performed on (B)(6) 2015: lot 114150: (B)(4) items manufactured and released on (B)(4) 2012. Expiration date: 12-31-2016. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient was experiencing posterior laxity since her primary surgery on (B)(6) 2014. The surgeon exchanged the standard insert for a uc insert to stabilize the knee. The surgery was completed successfully. The explants will not be available. X-rays are available.